Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) identified that the station was stuck during reboot with a rotating cursor and noted multiple application and support mode issues, including inability to access device manager and failed shutdown. The station was reimaged with fresh software, configured, and restored. Hardware was verified using the hardware test application, firmware was updated, and testing confirmed the system was fully functional and service was restored. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on blue screen and went offline on remote support service. Customer tried to reboot the station, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.